Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the scalp pruritus cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 75-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During review of a medical record received by novocure on (B)(6) 2024, it was noted that on (B)(6) 2024, during an outpatient neurology-oncology visit, the patient reported experiencing generalized pruritus of the scalp without rash, while on optune gio therapy. In response to the symptoms, the physician prescribed a trial of hydroxyzine. At a follow up visit on (B)(6) 2024, the patient reported partial relief of the itching with the hydroxyzine, although it made him feel fatigued. As a result, optune gio therapy was temporarily discontinued. Several attempts were made to contact the prescribing physician for additional information without reply.